Event description:
Olympia ic transitional clinical study: 85 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-vascularization (tvr) event occurred. Initial index procedure treated 1 lesion in the mid right coronary artery (rca), denovo, 3.0mm in diameter, 90% stenosis, 29mm in length, mild calcification, no proximal tortuosity, pre and post dilating was performed. The lesion was treated with a 3.0 x 32 mm taxus express2 stent. The pt underwent a pci tvr 85 days following initial index procedure. No hospitalization or medication info is available at this time. A cypher des stent was deployed in the mid rca. Accoridng to investigator, relationship to study stent is definitely.